Manufacturer narrative:
One pneupac® parapac® ventilator was returned for analysis undamaged. The unit was functional tested by hooking up the unit to air; device stopped ventilating immediately. The oxygen was then reconnected to the unit; device then continued to ventilate. Based on the evidence the complaint was confirmed but the root cause is unknown. However, a loose input fitting was found to be the cause.

Event description:
Information was received that a smiths medical pneupac ventilators parapac shuts down shortly after start up. Incident occured prior to use with a patient.